Event description:
It was reported that the implantable cardiac monitor (icm) migrated out of the pocket and the implant site "never really healed". The device was explanted and replaced. No patient complications have been reported as a result of this event.